Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer was instructed to disconnect the tubing, tighten the t: lock, position the tubing downward, and deliver a 5-unit bolus, but the customer declined to further troubleshoot.